Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors tip cover accessory appeared to have a hole, and when attempting to remove the instrument for replacement, it could not be removed from the cannula. The customer believes the tip cover might have been installed incorrectly. The customer had to undock and remove the instrument together with the cannula.